Event description:
Vistaseal not working. Gray caps would not release. No delay in procedure. No harm to pt. New product obtained. Wasted the vistaseal with no charge to pt. Ref report: 2210968-2023-01202.